Event description:
It was reported in an abstract that over an 18 month period, a total of 28 patients (32 vertebral bodies) underwent bkp to treat osteoporotic vertebral compression fractures where conservation treatment was ineffective. There were three males and twenty-five females with 32 treated levels including t11 (3 levels), t12 (7 levels), l1 (7 levels), l2 (5 levels), l3 (4 levels), l4 (4 levels) and l5 (2 levels). The mean age at the time of surgery was 77.5 ±6.2 years (61-87 years old). The follow-up period was 8.8 ±7.3 months (1-23 months). All patients were under general anesthesia and the surgical time was 44.1 ±9.8 minutes (28-68 minutes). It was reported that one patient underwent additional fixation due to migration of bone cement 4 months after the surgery.

Manufacturer narrative:
Literature citation: yasukazu hijikata, et al. "Balloon kyphoplasty in our institute". (B)(6). (B)(4).